Event description:
The surgeon implanted a silicone lens but it was damaged while being inserted. The surgeon enlarged the incision to remove the lens and sutures were required. After the surgery the pt had mild corneal edema. At the one week post-operative visit the edema had cleared up. The pt's uncorrected visual acuity was 20-/20-1.